Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. Based on the results of the investigation, it is likely that unexpected stress was applied to the cable. And the cable unit broke down, so the image did not appear. A definitive root cause cannot be identified. This information is addressed, in the instructions for use (IFU): "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 03-feb-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
Device was evaluated. Inspection found no image due to faulty cable unit. Faulty switch board was observed causing no sense of switch depression for button #2. The focus ring was observed to be cracked and coupler unit was observed to have stains that would not come off. Based on evaluation findings the reported issue was confirmed. The device was observed with no image due to faulty cable. If additional information becomes available this report will be supplemented accordingly following investigations.

Event description:
It was reported that degradation of image quality was observed during preparation for use. There was no patient involvement, no user injury reported.